Manufacturer narrative:
(B)(4). The evaluation was completed to investigate the reported issue. Microscopic inspection was performed and noted no issues that were related to the reported problem. Leak testing, clear passage testing, clamp function testing, torque engagement, and device to device interaction testing were performed; all passed successfully with no issues noted. Therefore, the reported problem could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uv flash transfer set separated from the uv flash disconnect cap. This occurred during an unknown process step of peritoneal dialysis therapy. The uv disconnect cap came off of the spike of the transfer set when the transfer set was removed from a pouch that was used to contain the tubing for exchanging dialysate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.